Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced hyperglycemia. The customer's blood glucose level was 406 mg/dl at the time of the incident. The customer¿s other blood glucose was 278 mg/dl. It was reported that the customer declined troubleshooting. It was unknown whether customer was using automode. The insulin pump will not be returned for analysis.